Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, at the time of using the tibial impactor to place the definitive tibia implant, this was broken into two pieces. A prompt solution was given then using the femoral impactor and thus allowing to continue with the procedure, avoiding discomfort of the specialist; the surgery was completed successfully, without alterations in surgical times and without affecting the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "during the procedure, intra-surgically at the time of using the tibial impactor ref * lot * to place the definitive tibia implant, this is broken into two pieces, a prompt solution is given then using the femoral impactor and thus be able to continue with the procedure, avoiding discomfort of the specialist; the surgery was finally completed successfully, without alterations in surgical times and without affecting the patient. At the end of the damaged tibial impactor is left inside the equipment for easy identification and change when the devices return to the facilities of j&j, also leave report in the case report, in the one force and this medium in order to report what happened.". The product was not returned to medtech orthopaedics. However, photos were provided for review. The photo investigation revealed that ' 254401003, attune fb tibial impactor' had broken. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune fb tibial impactor would contribute to the complained device issue. Based on the investigation findings, end of life problem identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code: 254401003, lot: au66644392 and no non-conformances / manufacturing irregularities were identified.